Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube exhibited a hole. The ventilator alarmed. There was patient involvement, no injury was reported.

Manufacturer narrative:
H3: two used samples were returned for analysis. Visual inspection identified no damage or anomalies. Functional testing was performed where the syringe was attached to the pilot balloon each tube and slowly attempted to be inflated with 10ml of sterile water per packaging directions. A leak was observed at the cuff of each set. Upon closer inspection a stretch like damage was observed at the location of the leak on both cuffs. The customer issue was confirmed due to the damage to the cuffs. Th root cause of the issue was unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.